Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Unit was received with minor scratched display window, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads and missing end cap sticker. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was exposed to sweat due to wearing insulin pump in bra while jogging. Customer's blood glucose was 189 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.